Event description:
It was reported that the patient presented in the emergency room after receiving an appropriate high voltage shock. Upon interrogation, the implantable cardiac defibrillator exhibited myopotential oversensing and loss of output. The patient was asymptomatic from the electrical issues. The device was reprogrammed and the patient would continue to be monitored with routine follow up.